Manufacturer narrative:
(B)(4).

Event description:
High impedances were reported on five contacts. The pt did not have any symptoms related to the event. The neurostimulator was reprogrammed on (B)(6) 2011, and the issue was resolved.